Manufacturer narrative:
The device was not returned for analysis. An event of device malposition, cognitive changes, heart block, and bradycardia was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, causes for the reported device malposition, cognitive changes, heart block, and bradycardia could not be conclusively determined. The reported unexpected medical interventions, hospitalization, and surgery were the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1066 - envision ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 29mm navitor vision valve was successfully implanted in a patient with a pre-existing right bundle branch block. A pre-implant balloon aortic valvuloplasty was performed using an 25mm non-abbott device. Calcium was noted in left ventricular outflow tract 9mm below basal plane and the length of membranous septum is 2.2mm. While in cusp overlap view and prior to deployment, the inflow edge of the constrained valve frame was aligned at the base of the non-coronary cusp. The valve was re-sheathed twice during procedure due to being deployed too high shallow and too deep. The final non-coronary cusp implant depth was 25mm. Post-procedure it's noted that the patient became delirious and combative. The decision was made to intubate and sedate the patient for a short period of time by administering propofol and succinylcholine. On (B)(6) 2025, it was noted that the patient developed an onset of bradycardia and an intermittent heart block, suspicious of a complete heart block. The patient was hospitalized for monitoring of heart rhythm. On (B)(6) 2025, the decision was made to implant a permanent pacemaker.